Event description:
A baxter complaint coordinator from another country, reported that no fluid was removed from a patient resulted in hypertension and signs of edema. Reportedly, the patient was receiving hemodialysis therapy when the incident occurred. During the treatment no alarms or issues with the instrument were observed. However, after the treatment it was reported that the patient experienced symptoms of hypertension, presented signs of edema and gain weight while on hemodialysis. Reportedly, the patient was temporarily hospitalized and the hypertension was treated with anti-hypertensive medicine. The patient was discharged from the hospital in a stable condition.

Manufacturer narrative:
After the incident a baxter field service representative inspected the instrument. The results from the device evaluation revealed, a damage needle of the uf (ultrafiltration) removal regulator. The part was replaced and the instrument successfully completed all the functional tests within specification, according to system 1000 service manual. Upon completion of the evaluation, the instrument was placed back into service, and has been used since then without further issues. The replaced part was requested, but has not been received yet. The manufacturing facility has been made aware of this report. Should significant information became available, a follow up report will be submitted.